Event description:
It was reported that the cartridge was damaged at the cartridge tubing. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy.